Manufacturer narrative:
Visual analysis only was conducted in the manufacturing facility. There was no visible damage to the catheter. There is a visible green fluid stain on the gauze.

Event description:
The siteseer diagnostic catheter was removed from packaging, inspected and prepped per IFU with no issues noted. The device was flushed with a syringe with saline and heparine. No issues were noted. The physician used a non medtronic 0,038 150cm ptfe guide wire with green teflon coating with the siteseer. The wire was inserted into the siteseer, and together they were inserted in the patient and brought up to the coronary arteries. No resistance was encountered when advancing the device. Excessive force was not used. The wire was removed, and the backflow which occured at the end of the siteseer was first green coloured, and than red (blood). No contrast media was introduced into the catheter. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: overall, lab analysis performed on the gauze pad, field returned product, and control samples did not reveal any elemental or chemical information about the green residue on the gauze pad.